Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.

Event description:
Boston scientific crm received information that this crt-d was revised and re-implanted subpectorally after device migration/erosion was observed. There was no report of adverse patient effects nor an allegation against the device.